Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test followed by a motor error alarm during rewind due to the motor encoder signal being out of phase.

Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 600mg/dl. The caller stated that the device was exposed to a high magnetic field. The customer mentioned that the reservoir compartment icon was showing that the reservoir compartment is full, and it happened for the last couple of days. The customer stated that he is going through kidney failure, and he is on dialysis. The caller requested the device be replaced. No further information was provided.